Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the fall-off failure was isolated to op-amp u730 on the distribution node pca. Pin 8 of u730 was producing improper output. The root cause for the defective u730 op amp could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.